Event description:
It is reported that pt had knee replacement surgery and the dressing was placed on (B)(6) 2014 and removed on (B)(6) 2014. The area looked great. Upon removal of secondary dressing placed on same date and removed on (B)(6) 2014, pt reported of the skin underneath the dressing was raised red with blisters and weeping in the shape of the dressing minus the border area. The pt has been seen by a physician and a dermatologist. The area was treated with (B)(4) solution bacitracin and steroid spray to the outer edge where there was no skin break. The pt is also currently taking a steroid pack. The area has improved. No longer weepy and the redness has subsided. The itching was very mild from the beginning after the dressing was removed. Itching has been resolved. The pt is scheduled for a test patch with the dermatologist.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on the use of (B)(4) solution bacitracin and steroid spray to treat the affected site. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. . Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.